Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent elective endovascular treatment of a symptomatic acute dissection in zone 3, which extended to zone 12. The tevar indication was malperfusion. Preoperatively the patient suffered mesi-schemia. The primary entry tear was located in zone 3 and was covered. A conformable gore® tag® thoracic endoprosthesis (tgu313115) was implanted within zone 2, with coverage extending distally to zone 4. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 32mm, in zone 3. The maximum aortic diameter within the treated area at discharge was not provided. Additionally branch treatment of the left subclavian artery (lsa), celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) and left and right common iliac arteries was performed. Post branch treatment all were reported to be patent with complete coverage of the lsa. Post operatively it was reported that the patient suffered a bi-lateral ischemic cerebro stroke and was transferred to the intensive care unit. No further complications were reported and the patient was discharged to a rehabilitation facility on postoperative day (pod) 17. The patient underwent follow up visits on unknown pod(s): 28, 76. On an unknown date, approximately pod 76, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 38mm.